Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a non-device related weight loss causing discomfort. The patient underwent a pocket revision and the device remains implanted. The patient was doing well postoperatively.